Event description:
Cement mixing failed, liquid portion did not completely mix with powder. When vaccuum was applied there was also some leaking outside the device, experienced tech not user error. New cement opened.